Manufacturer narrative:
Citation: dadu rt optimal positioning of self-expanding valves before deployment decreases paravalvular regurgitation following transcatheter aortic valve replacement.catheter cardiovasc interv. 2018 sep 14. Doi: 10.1002/ccd.27829. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding optimal positioning of self-expanding valves before deployment decreases paravalvular regurgitation following transcatheter aortic valve replacement. All data were collected from a single center between january 2011 and july 2017. The study population included 493 patients with mean age 80 years, 224, 209 and 20 patients were implanted with medtronic corevalve, corevalve evolut r and corevalve evolut pro bioprosthesis respectively. No serial numbers were provided. Among all patients, 30 day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: moderate aortic paravalvular leak (pvl) and permanent pacemaker implantation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.